Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, a patient underwent treatment in the hospital's operating room due to acute sinusitis. After the patient was induced under general anesthesia, the anesthesiologist noticed that the monitor showed a carbon dioxide level of 13-14 during exhalation. Upon inspection, it was found that the interface of the carbon dioxide airway circuit on the patient's monitor had come away. The circuit was immediately stopped and replaced with a new one from the same manufacturer, of the same model, and of the same batch number. This incident did not cause patient harm.

Manufacturer narrative:
Additional information: e1 (last name, phone number), e2, e3, g3, h3 correction: d3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.